Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00137, 1043534-2014-00142 and 1043534-2014-00143.

Event description:
Allegedly, during infinity poly insertion there was some resistance, therefore the poly post threaded instrument bent at tip and other side of second post snapped off inside the tibial implant tray. Once removed it was found that the distal portion of the black plastic from impactor was broken off inside the tibial tray.